Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
On 07-09-25, a veryan clinical sales specialist received information that during a procedure using a 7x150mm biomimics stent, the physician stated that he was deploying over a .014 wire and there was high deployment force throughout the stent. It was noted that a small portion of the stent did break, he was able to deploy a second stent (not biomimics) and the outcome for the patient was positive.

Manufacturer narrative:
Complaint complete and event remains reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on the initial feedback in this case, it is understood that the physician experienced difficulty while deploying a biomimics 3d device. However, insufficient information was made available in this case in order to determine a root cause. The complaint device was not returned to veryan for inspection, nor were angiographic images of the deployment procedure made available. No details regarding the ancillary devices, procedural events and/or the patient anatomy were provided. Therefore, the sequence of events and root cause of this complaint remain unknown. If additional information does become available, an addendum to this investigation will be opened.